Manufacturer narrative:
Concomitant medical product: 4135 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had complaints of shortness of breath with exertion and palpitations in the left lateral chest. It was noted that the left ventricular (lv) lead was causing diaphragmatic stimulation. Programming changes were made and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.